Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone, her doctor removed her off the insulin pump due to frequent low blood glucose. Customer had ten different emergency low incidents while on the insulin pump. The call was dropped and customer's blood glucose was not provided. The device is not returning for analysis.